Manufacturer narrative:
(B)(4). D10: p10-100-br3s-s, tibia arc rt sz 3 std 3dp strl, lot: 260f33323a01. P10-310-i206-s, x-link vtmn e poly 2x6mm neu strl, lot: 26081912302. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 11 months post implantation of an initial right total ankle arthroplasty, the patient presented with pain. Subsequently, approximately 1-2 months after pain onset, patient received a steroid injection with CT showing components in correct position, but confirmed some impingement of fibula and talus. A second steroid injection was administered approximately 3 months after pain onset. No revision or other surgical intervention has been reported. Attempts have been made and all available information has been provided.